Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
(B)(4)2018 device evaluation. The pump has been returned to animas and investigated on (B)(4)2018 with the following findings: there were unexplained pump reboot events observed in the black box. The battery compartment was found to be cracked. The pump powered on with no issues. The pump was exercised for 24 hours with no power interruptions observed. The alleged issue could not be duplicated with investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.